Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-33, lot# v007630, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3887-33, serial/lot #: v007630, ubd: 23-may-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient tripped off a porch in (B)(6) 2006 and the leads broke. The patient reported that the ins ¿stopped working¿ and the battery died even though they were told it would last 5 ¿ 6 years. The patient noted that they had met with a manufacturer representative and confirmed it was dead. The patient reported that after the device died, they were holding two cell phones (one in each hand) and it ¿set off a bunch of things¿ in their back. The patient stated that the device was sending shocks through their body. It was reported that the patient¿s entire system was removed in 2008 and the hospital gave them the device in a sealed container. No further complications are anticipated.